Manufacturer narrative:
B3: the event occurred on an unreported date in (B)(6) 2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis (further described as bacterial infection). The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with capsofungin for peritonitis. The pd therapy was continued in the early stage of treatment; however, pd therapy was currently discontinued. The patient¿s outcome was not reported. The reporter declined to provide additional information.